Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the 90 degree contra angle screwdriver was broken or frozen. There was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
This report is being submitted to document the completion of the investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation and functional testing could not be performed due to the products not being returned. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.